Event description:
It was reported that the nurses started cooling patient to 33c at 10:30pm on the arctic sun device. The patient was getting warmer and arrived at 34.4c, now 35.1c instead of cooler. The water temperature was at 29c. Nurse received an alert 113 (reduced water temperature control). T4 (chiller temperature) was 4.3c, mixing pump was 100 percentage, system hours were 2851 and pump hours were 2763. Mis advised to send to biomed labeled with alert 113 (reduced water temperature control), not cooling. The device was sent to biomed for the device was getting 113 (reduced water temperature control) alerts, t4 (chiller temperature) dropped to 4.2, but would not cool and there was mixing pump failure. The device was due for the 2000 hour preventive maintenance service. Per follow up information received via phone on 12dec2022, it was reported that the device read alarm 113 (reduced water temperature control) and it was determined that was a bad mixing valve per mis. Biomed technician has received the list of correct parts needed to fix the artic sun. Biomed did not know if patient was able to complete therapy or if there was any impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The patient was getting warmer and arrived at 34.4c, now 35.1c instead of cooler. The water temperature was at 29c. Nurse received an alert 113 (reduced water temperature control). T4 (chiller temperature) was 4.3c, mixing pump was 100 percentage, system hours were 2851 and pump hours were 2763. Mis advised to send to biomed labeled with alert 113 (reduced water temperature control), not cooling. The device was sent to biomed for the device was getting 113 (reduced water temperature control) alerts, t4 (chiller temperature) dropped to 4.2, but would not cool and there was mixing pump failure. The device was due for the 2000-hour preventive maintenance service. Per additional information received, it was reported that the device read alarm 113 (reduced water temperature control) and it was determined that was a bad mixing valve per mis. Biomed technician has received the list of correct parts needed to fix the artic sun. Biomed did not know if patient was able to complete therapy or if there was any impact to the patient. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurses started cooling the patient to 33c at 10:30pm on the arctic sun device. The patient was getting warmer and arrived at 34.4c, now 35.1c instead of cooler. The water temperature was at 29c. Nurse received an alert 113 (reduced water temperature control). T4 (chiller temperature) was 4.3c, mixing pump was 100 percentage, system hours were 2851 and pump hours were 2763. Mis advised to send to biomed labeled with alert 113 (reduced water temperature control), not cooling. The device was sent to biomed as the device was getting 113 (reduced water temperature control) alerts, t4 (chiller temperature) dropped to 4.2, but would not cool and there was mixing pump failure. The device was due for the 2000-hour preventive maintenance service. Per follow-up information received via phone on 12dec2022, it was reported that the device read alarm 113 (reduced water temperature control) and it was determined that there was a bad mixing valve per mis. Biomed technician has received the list of correct parts needed to fix the arctic sun. Biomed did not know if the patient was able to complete therapy or if there was any impact to the patient.